Event description:
It was reported by service report that the nurse call cable was broken off from the female jack screws. The bed was moved without unplugging the nurse call cable from the wall. No pt involvement or adverse consequences are reported.